Event description:
During the sterile setup, it was noted that the penrose drain that had been opened had a hair in the package. The drain was removed from the sterile field, set aside, and given to the nurse manager.device #1is this a laboratory device or laboratory test?no.